Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during patient care, it was noted the heart rate on the device were erratic despite no change in visual rhythm. It appeared the device may only be counting half qrs complexes and therefore providing incorrect heart rate. While the event occurred during a patient event, no patient or user health consequences or impact were reported.